Event description:
Customer reported having a critical patient who required central line access. The physician attempted in the bilateral groins and used three central line kits in the process. Another physician also made three attempts with the kits and it is reported the guidewires were kinking and bending. When the guide wire was pulled back into the original casing it pulled to the side and kinked. The physician was concerned about the wire breaking off in the patient. The wire did not break and it was confirmed with x-ray that there was no foreign body in the patient. No patient injury or consequence was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. Visual analysis revealed that the guide wire was unraveled from the proximal end. Several kinks were also observed along the guide wire. Microscopic examination revealed that the proximal weld had separated from the core wire. Microscopic examination of the point of separation revealed that the core wire was slightly discolored. This damage is consistent with undue force being applied to the guide wire. The total length of the core wire measured 602 mm, which is within the specification limits of 596-604 mm per product drawing. The guide wire outer diameter measured .798 mm, which is within the specification limits of .788 -.826 mm per product drawing. The guide wire contained prominent kinks/bends at 250 and 340 mm from the distal end. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also informs, "if resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously. Do not apply undue force on guidewire to reduce risk of possible breakage". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled from the proximal end. Microscopic examination revealed that the point of separation on the core wire appeared slightly discolored. The guide wire met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bd en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur of a force greater than the design specification is applied during removal. Based on the circumstances and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported having a critical patient who required central line access. The physician attempted in the bilateral groins and used three central line kits in the process. Another physician also made three attempts with the kits and it is reported the guidewires were kinking and bending. When the guide wire was pulled back into the original casing it pulled to the side and kinked. The physician was concerned about the wire breaking off in the patient. The wire did not break and it was confirmed with x-ray that there was no foreign body in the patient. No patient injury or consequence was reported. The patient's condition is reported as fine.